Event description:
It was reported to resmed that an astral device powered down unexpectedly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device data logs confirmed total power failures alarms due to operator performing hard reset on the device. The device operated per specifications. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).